Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the stylus of the device was not working; the stylus was replaced and calibrated as a preventive measure. Manufacturer¿s analysis confirmed the customer comment of a broken power cord bay and missing power cord; the power cord bay assembly was replaced, and a power cord was added. The device passed final functional and system tests.

Event description:
It was reported that the stylus pen of the programmer was not working, and that the programmer required calibration. It was also reported that the back part of the programmer/power cord compartment was broken off. Furthermore, the power cord was missing, and a new electrocardiogram (ECG) cable was needed. It was stated that the programmer was in need of an overhaul update. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.